Manufacturer narrative:
B5: event description: it was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml, the device experienced poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tube samples are not separating properly. Poor separation in tube.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml, the device experienced poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tube samples are not separating properly. Poor separation in tube.

Manufacturer narrative:
H6. Bd had not received samples or photos for evaluation. The 60 retentions were visually inspected with no issues being identified. Further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml, the device experienced poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tube samples are not separating properly. Poor separation in tube.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tube samples are not separating properly. Poor separation in tube.